Event description:
The patient reported that during back surgery a magnet was placed over the device. The magnet was removed after surgery, but the patient's heart rate was in the low 30's. Later, the patient also reported two bouts to the emergency room, experiencing massive chest pain, heart jumping out of chest, heart fluttering, high rates, arrhythmias, blood clots, weakness, and that the patient could hardly walk. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted: (B)(6) 2010. (B)(4).